Manufacturer narrative:
Our evaluation concludes that usage was improper and against instructions. The gentlevac cup is fitted with a protective cap (disk) to maintain its shape during shipment and handling protective cap is to be removed before use and the direction to remove the disk is found in 4 places: IFU section b "insertion and placement" figure 1 "protective cap (remove before use)". IFU figure 2 "protective cap (remove before use)". IFU instruction 1c "remove the protective cap from the disposable cup". Removal instruction is embossed on protective cap. "Remove this disk before use". Additionally the photo on the cover of the IFU shows the device without the protective cap. Protective cap mounted to gentlevac cup, IFU: gentlevac disposable vacuum assist cup, instructions for use.